Event description:
It was reported that the cysto-nephro videoscope tip is detached at the distal end. The issue was found during inspection for use. There was no patient involvement or patient injury reported.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.